Event description:
The customer reported via phone call that they had a failed self test alarm on the insulin pump. Customer stated the alarm has occurred several times since (B)(6) 2015. The customer's blood glucose was unknown at the time of the call. Troubleshooting found the correct bolus amount was programmed in the bolus history. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a64 due to faulty electrical component on the radio frequency board. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.